Event description:
On (B)(6) 2014, the patient underwent treatment for abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses.

Manufacturer narrative:
.

Event description:
On (B)(6) 2014, the patient underwent treatment for abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. It was reported the devices were implanted with no issue. Final angiography showed the leading olive of the trunk-ipsilateral leg component had become completely separated from the delivery catheter and remained on the guidewire. No notable resistance was reported during advancement or withdrawal of the graft. Reportedly, there was nothing about the patient¿s anatomy that caused or contributed to the olive separation. A snare catheter was used to retrieve the olive from inside the patient. The procedure concluded without any further complications, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to confirm the complaint with the provided information. The patient¿s medications include: melatonin, aspirin, paxil, flomax, and lovastatin.